Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
A report was received by edwards implant patient registry approximately 10 months post implant of a 23mm sapien 3 ultra valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
Retracting this event was found to be a duplicate of existing case/complaint. The event investigation, device evaluation and applicable reporting activities will be performed under MFR 2015691-2022-07265.